Event description:
Upon completion of service, the manufacturer's service technician reported that the ventilator would not power on via ac power. The service technician replaced the power management pcb board to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. Analysis of the power management pcb board revealed a malfunction that may result in the unit shutting down and alarming during normal ventilation mode operation.